Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that an unspecified bd¿ pen needle is causing leakage. No report of serious injury or medical interventions reported